Event description:
Infusion started of levaquin using secondary tubing which was changed. The pump was programmed properly to run infusion at 100 ml/hr. However, when rn opened the clamp on the secondary tubing connected to the primary, rn noticed levaquin was running fast, like free flow, while screen on the pump shows 100 ml/hr. Rn stopped the infusion, asked another rn to verify with primary rn correct settings on the pump, she witnessed free flow of levaquin infusion again as soon as clamp was opened. Rn stopped infusion, informed charge nurse and removed pump, tubing and levaquin and gave them to ans with report.